Event description:
This device was explanted due to debris in header and physician decided to change it out. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the pacemaker analysis, the quality documents accompanying the manufacturing process for the pacemaker and the lv lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed indicating no anomalies. The battery status was found to be greater than 80 percent. The devices memory was investigated. An increase of the left ventricular lead impedance was documented since implantation as well as several lv lead failure detections in various polarity settings. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A sensing test was performed. Thereby the pacemaker sensed the attached heart signals free of noise, proving the sensing functions to be as expected. In addition, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.